Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device operation was very slow and took more time to login. The technical support specialist logged into the station as cfnadmin and changed adapter options. The tss located the local area network adapter, accessed the advanced tab, and set speed & duplex to 100 mbps half duplex. After the change, the machine operated more efficiently, performance was quicker and smoother. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device operation was very slow and took more time to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.